Event description:
It was reported that a programming handheld was broken and needed to be replaced. A replacement was sent to the company representative. No additional relevant information has been received to date.